Manufacturer narrative:
An investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: patient with known aaa of 5cm, right cfa access moderate tortuosity mild/moderate calcification 9.2mm. Heart valve placed. Right cfa hemostasis not achieved, and covered stent placed in right cfa by physician. Patient discharged following day. 3 days post-op lcfa pseudo after complaining of pain.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. Angiograms were submitted. The device lot history record review could not be investigated. According to information submitted, it was not determined if a 14f or a 18f manta closure device was utilized. Based on the information submitted, following a tavr, a manta device was deployed in the right common femoral artery for closure. Arteriotomy was 9.2mm with moderate tortuosity and mild to moderate calcification; deployment depth measurement was not recorded. The IFU specifically warns not to use if there is marked tortuosity of the femoral or iliac artery. Hemostasis was not achieved, and a covered stent was placed. The patient was discharged the following day. Three days post-op the patient returned complaining of pain. A pseudoaneurysm was found in the left common femoral artery. The exact cause of the extended hemostasis requiring a covered stent is likely due to the collagen deployed partially in the vessel; however, it remains inconclusive due to insufficient information regarding the index and deployment procedures. The IFU additionally lists; adverse events associated with any large bore intervention include failed hemostasis requiring placement of a covered stent; precautions if bleeding from the femoral access site persists after the use of the manta device, the physician should assess the situation. Based on the physician assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure from a secondary access site, placement of a covered stent, and/or surgical repair to obtain hemostasis. Potential adverse events associated with any large bore intervention, including the use of the manta vascular closure device, include but are not limited to: vessel laceration or trauma.